Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The issue was found during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that foreign matter (such as gauze fibers) that exceeds the inner diameter of the nozzle got into the air/water supply pipe, leading to clogging due to the handling of the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found liquid leakage from the scope connector, the curved rubber adhesive was missing, the curved rubber bond was cracked, the air/water nozzles were clogged, there was a foreign object inside the nozzle, the adhesive part of the objective lens had come off, switch 4 was worn out, the switch box was scratched, switch 4 did not work, the bending angle was insufficient, the angle knob had play, watertightness was not maintained due to holes in the universal cord, the universal cord was scratched, the universal cord was wrinkled, the scope connector side of the universal cord was scratched, the scope connector was scratched, the flexible tube of the insertion section was crushed, the insertion tube was scratched, the objective lens was scratched, the operation part was scratched, the operation part was discolored, the tip cover was scratched, the suction cylinder was scraped, the operation unit cover was scratched, the up/down knob was scratched, the up/down angle fixing lever was scratched, the right/left knob was scratched, the grip was scratched, the scope connector cover was scratched, the right/left angle fixing knob was scratched, the paint on the air/water cylinder was peeling, and the paint on the suction cylinder was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had water leakage at the connector. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.